Manufacturer narrative:
Additional info: additional information was received reporting that the iol was fully inserted in the patient's left eye and then removed and replaced with another device during the same procedure on (B)(6) 2024. The reason for removal was a change in lens was needed as an unplanned anterior vitrectomy was performed. Another johnson & johnson iol was implanted as replacement (ar40e, 19.0 diopter). There was no calculation issue. It was reported that there was no patient injury. The patient was sent to "pacu" in good condition. The device was discarded. The patient's weight (235 pounds) was also provided. No further information was provided. The following sections have been updated accordingly: section a4: weight: 235 lbs. Section b3: date of event: 11/5/2024. Section h6: 4629 explant code provided in the initial report is no longer applicable. Section h6: 4631- removal and replacement. Section h6: 4625- unplanned vitrectomy. Section h6: type of investigation: 4115 device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was "implanted/explanted". No further information was provided.

Manufacturer narrative:
The best estimate date is between nov 5, 2024 and dec 10, 2024. Section d6b: if explanted, give date: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.